Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005, and mesh was implanted. The patient experienced erosion of the vaginal wall and other tissues and pain. The patient has had additional surgeries, including excision of the mesh.

Manufacturer narrative:
(B)(4). The mesh was surgically removed in (B)(6) 2011 due to pain, chronic bladder infections and incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent operative laparotomy and lysis of adhesions on (B)(6) 2012 by dr. (B)(6) due to dyspareunia and adhesions at (B)(6). It was reported that patient underwent urethrolysis and placement of pubovaginal sling (solyx) on (B)(6) 2011 by dr. (B)(6) due to voiding dysfunction at (B)(6) hospital. It was reported that patient underwent operative laparoscopy and lysis of adhesions on (B)(6) 2011 by dr. (B)(6). No additional information was provided.